Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2014 to report that on (B)(4) 2014, upon sensor pod removal, sensor wire became detached from sensor pod. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and failed confirming sensor wire was missing resulting in detached/missing sensor wire.